Manufacturer narrative:
(B)(4). A visual evaluation of the returned device found that the push catheter and the guide catheter were found to be kinked in several locations, also, the guide catheter was stretched and broken (irregularities on its damaged surface were noted which are evidence of excess of force applied). Functional testing could not be performed due to the condition of the returned device (push catheter and guide catheter damaged) based on the product analysis, it is very important to take into consideration that the complaint information stated that the tortuosity in the release angle as part of the anatomical characteristics of the patient, this condition can cause resistance and/or friction during the deployment of the stent; the push catheter (the guide catheter goes inserted inside of it) may become difficult unable to be properly/smoothly advanced/handled causing its damage, which is consistent with the kinked condition noted during its analysis (push and guide catheters were kinked) and at the same time impacting the functionality of the unit since guide catheter will be directly affected, once kinks/bents are present in the push catheter, the guide catheter can be also difficult/unable to be pulled/retracted, if excess of force is applied to the product under this condition, it can be more damaged and this matches with the broken and stretched defects of the guide catheter found; this findings//damages encountered during the evaluation can affect the performance of the device causing issues during the stent deployment. Therefore the most probable root cause for this event is adverse event related to patient condition. A review of the device history record (DHR) was performed, no anomalies were noted found.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used for a biliary stent placement procedure performed in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure, when they attempted to release the stent, the guide catheter stretched and the stent was unable to deploy. A tortuosity in the release angle was experienced. The procedure was completed with another flexima plus biliary stent. There were no patient complications reported as a result of this event. This event has been deemed an MDR-reportable event based on investigation results which revealed that the guide catheter was broken.